Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, product type: catheter. (B)(4).

Event description:
Information was received from a manufacturing representative (rep) regarding an unknown patient receiving an unknown drug via an implantable pump. The indication for use was unknown. A potential pain pump patient reported to the rep that she was informed by another patient who had a pain pump that the pump had been leaking but that she liked her pump.

Manufacturer narrative:
(B)(4).

Event description:
Information was later received from a the consumer indicating that the patient had not yet been implanted. She stated that the doctor told her that the leak was not very common and that he thought it was a result of the surgeon that put that patient's pump in. He reassured her that he no longer uses that surgeon; in fact she has an appointment with the surgeon next week. No further information was provided for the event.